Event description:
Healthcare professional reported a lap-band port "leak." "Patient came in for an adjustment. Patient was accessed and 1 cc's were injected. With the 3 already in place should have had 4 total. Only able to pull back .5 cc's. Leak was apparent." The port was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."